Event description:
The customer contact reported the pump did not alarm when an unspecified occlusion was present. At an unspecified time, on an unspecified date, the pump was programmed to deliver oramorph at a rate of 61ml/hr, and the delivery was started. No further programming parameters were provided. On (B)(6) 2013, at an unspecified time, it was reported that the pump did not alarm when an unspecified occlusion was present. The device was removed from clinical svc. Therapy was resumed using a replacement pump. Although requested, no additional info was provided, including if there were any adverse pt effects or medical interventions required.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.